Event description:
It was reported the patient was without stimulation coverage in his feet. The sjm representative met with the patient to reprogram but was unsuccessful. X-rays revealed no anomalies. The physician discussed options with the patient. Reportedly the patient will decide the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.